Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the bicycle accident was unknown. The actions/interventions done to resolve the issue were unknown. The resolution was also unknown. The weight was also unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient's wife mentioned that the patient had a bicycle accident that occurred years ago and it caused issues the left side of the system that prevented them from using some electrodes. There were no further complications reported.